Event description:
It was reported that the customer was hospitalized on (B)(6) 2013 due to low blood glucose levels. The caller did not have many details regarding the events. The caller only stated that the customer was at work, and the paramedics were called. The caller also stated that the customer was hospitalized in (B)(6) 2012 due to blood glucose levels greater than 600 mg/dl. The caller was given information regarding the upgrade process. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.